Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was leaking. A field service engineer (fse) found water in the medication trays. Fse removed the upper fan shroud to verify that the drain tube was properly connected and secured. Two tie wraps were added to reinforce the drain tube hose and then confirmed that the drain hose was free of obstructions. The fan shroud was then reassembled, ensuring the angle was correct to allow water to drain properly into the tube. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, helmer refrigerator was leaking. There were no adverse events or injuries reported based on this event.